Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively on the day of implant, there was intermittent loss of capture requiring external pacing, with unstable thresholds and micro dislodgement also noted. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation was cut, and that allows blood ingress on the proximal conductor. The outer insulation breach is likely contribute to the electrical complaints. There was dried blood and tissue also visible on the helix. If information is provided in the future, a supplemental report will be issued.